Manufacturer narrative:
The patient had been instructed on post-operative wound care and was instructed to avoid sitting in a bathtub. Per the physician, the patient had continued to soak in a bathtub after the implant, despite instructions. It is likely that the infection developed due to the patient failure to follow post-operative instructions, however no cultures were done to confirm the type of infection.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024. In (B)(6) 2024 the firm was notified that the patient had developed an infection and one of the implanted leads had eroded through the skin to become exposed, a full system explant took place on (B)(6)2024 with antibiotics having been prescribed both prior to the procedure and after the procedure,